Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The erroneous result was not reported outside of the laboratory. The initial crep2 result was 3.29 mg/dl. The sample was repeated twice on the same instrument and the results were 1.93 mg/dl and 1.92 mg/dl. These results were believed to be correct and the result of 1.93 mg/dl was reported outside of the laboratory. No adverse event occurred. The patient is ambulatory. The crep2 reagent lot number was 30284701 with an expiration date of 31-aug-2018. The field service engineer (fse) visited the customer site and identified a degasser pressure error. The degasser was replaced and the instrument operated within specification. The investigation determined that the issue found by the fse was the root cause of the event.